Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The battery reportedly was replaced multiple times with no resolve. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the pump was returned with all audio settings set to ¿high¿, except the temp basal which was set to vibrate. The returned battery cap was used to perform investigation. At piezo activation the pump audio measured at 78.3 db in the piezo tester. The reported, ¿no audio tone¿ complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).